Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery for three days. He changed the infusion set three times in the last three days and again the day of the call. He stated that the first time, he was unable to push insulin with the plunger; he changed to a smaller reservoir and received another no delivery alarm. Blood glucose value was 123 mg/dl. The customer's blood glucose went high to 432 mg/dl which he treated with manual injection. He disconnected and was able to perform fixed prime. He removed the infusion set and stated the cannula was not bent. It was found the reservoir in use expired in 6/2011. The reservoirs were replaced and the return product passed analysis. He called back two hours later because of getting another no delivery alarm. He was able to prime when disconnected. He was advised there might be a site issue and to change the infusion set and use a different lot number. Product was replaced but not returned for analysis.